Event description:
A broken memory ring was reported. The mesh was implanted in 2005. Patient was admitted with pain in the abdomen. Surgery was performed and the surgeon noticed a fracture of the inner and outer ring of the mesh.